Manufacturer narrative:
The user facility indicated that their system 1e was leaking water and they could smell s40 sterilant during a processing load. The leak was quickly contained and cleaned up prior to the arrival of a steris technician. The load subject of the reported event was subsequently reprocessed. A steris service technician arrived on site, inspected the unit, and confirmed the unit to be operating according to specification. The technician ran a diagnostic cycle without any fault or leakage and the processor was placed back into operation. The event could not be duplicated. No additional issues have been reported with the sterilizer. Steris will schedule a follow-up visit to ensure the system 1e processor is operating according to specification.

Event description:
The user facility reported that their system 1e processor was leaking water. No injury, procedural delay, or cancellation was reported.